Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow keypad button required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) /2012, with the following findings: the keypad was found to be fully intact; no damage was observed. The up arrow keypad button was found to be completely unresponsive during testing. The down arrow, ok, and contrast keypad buttons responded appropriately. During investigation, there was evidence of contamination found under all of the keypad contacts. The up arrow button contact was found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.